Event description:
Procedure type: pyeloplasty. According to the reporter: during the procedure, the balloon broke. The same thing occurred again. Nothing fell into the cavity. A new instrument was used to complete the procedure. No patient injury was reported. Patient status: ok. No further patient info available.

Manufacturer narrative:
Date initial report sent: 08/25/2008.